Event description:
(B)(4). Same case as MDR ID 2134265-2013-07368. It was reported that angina and restenosis occurred. In (B)(6) 2012, the patient presented with chest pain and nuclear stress test was positive for ischemia. The patient underwent cardiac catheterization which revealed two lesions. The first lesion was a de novo lesion located in the mid right coronary artery (rca) with 70% stenosis and was 38 mm long with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation and placement of a 3.50 mm x 38 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The second lesion was also a de novo lesion located in the proximal rca with 75% stenosis and was 14 mm long with a reference vessel diameter of 3.75 mm. It was treated with direct stent placement using a 3.50 x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the patient presented due to angina and was hospitalized on the same day. Nuclear stress test was positive for ischemia and patient underwent cardiac catheterization. The 60% stenosed target lesion was an area of instent restenosis of a previously implanted stent located in the mid rca and was treated with cutting balloon angioplasty with 10% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the implant procedure, the 3.5x16mm promus element plus stent was placed overlapping to mid rca study stent.